Manufacturer narrative:
Investigation results: upon visual inspection, found that the implant (3i t3® with dcd® parallel walled implant 4/3 x 13mm )has patient interaction (there is tissue on the threads of this implant).complaint states that the bone fractured while the doctor was placing the implant for site #6 . Dr. Chose not to proceed with placement of the implant. Cause: related to surgical technique / clinical issue. Checked inventory and all 116/ bnps4313 from this lot have been shipped and this is the only reported incident to date. The review of the DHR records did not provide any indication of a manufacturing deviation that would cause this condition.

Event description:
The doctor indicated that the osteotomy was prepared without incident but while placing the implant the "bone fractured outward." The doctor chose not to proceed with the placement of the implant, demineralized freeze dried bone grafting material was placed in order to prepare the site for a future implant placement.